Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a capacitor on the pace/defib engine board. The pace/defib engine board was replaced and scrapped after testing to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.